Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data investigation completed on (B)(6) 2019 confirmed a loss of connection greater than an hour. The allegation was confirmed. The probable cause was the patient closed the operating system which closed the app. No injury or medical intervention was reported.